Manufacturer narrative:
S/w version (B)(4). Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches . No unlocked keypad connector. Device received with cracked case at the reservoir tube lip. Device received with broken off piece at the battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer father reported via phone call that the customer was hospitalized due to on (B)(6) 2018 with blood glucose level was 300-400 mg/dl at time of incident and the current blood glucose level was 298 mg/dl. Customer¿s father stated that her daughter¿s blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.